Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality document associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The data returned for analysis were inspected. In agreement with the complaint description, the inspection revealed that a lead failure in the atrial and ventricular channel in bipolar configuration was detected on (B)(6) 2017 as well as on (B)(6) 2017. As a result the device switched from bipolar to unipolar configuration in both channels. Based on the information available the root cause of the clinical event could not be determined. However, the analysis of the data did not reveal any indication of a pacemaker malfunction. It was reported that the lead check function was programmed to off. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data confirmed the clinical observation. However, based on the information available the root cause of the clinical event could not be determined. The data documented a normal device behavior. Should additional relevant information become available, the investigation will be updated.

Event description:
During a follow up on 1/23/2017 - the biotronik representative found that both the ra and rv leads had flipped to unipolar from bipolar. All values including pacing impedances appear normal and no issues can be recreated with postural testing. Both leads were returned to bipolar configuration. Leads and device will be monitored. (B)(6) 2017 - both leads flipped from bipolar to unipolar again. We are trying to get more information. This file will be updated if additional information is received.